Event description:
It was reported that the patient had his artificial urinary sphincter (aus) previously removed at an unknown date due to the cuff eroded the urethra. The physician indicated that the cuff was to tight and this contributed to the erosion. A re-implant surgery was performed and a new aus system was implanted. There were no further patient complications. The patient fully recovered.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.